Manufacturer narrative:
Report of cracked cannula connector end was confirmed through image evaluation. Two images were provided. One image showed part of an introducer and a cannula connector end that appeared to be cracked. Both components appeared to be inside a plastic bag with blood residue. One image showed label pouch packaging from reported lot number. These devices are inserted into the blood vessels during cardiac surgery. Cracks in the material may lead to loose fragments in the vasculature which could embolize distally and cause infarction. If additional information is received a supplemental MDR will be submitted. A definitive root cause cannot be determined at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this flem-flex ii femoral arterial cannula model femii016a was observed to be damaged. The issue was noticed in the or during insertion to the patient before connecting to extracorporeal pump, while trying the femoral access a crack was observed "near at the connector tip to connect tubing line" and as soon as the damage was recognized, the cannula was changed immediately before clamping. No possible damage or dangerous actions occurred during the procedure that could damage the cannula. As reported, the packaging was in good condition and there was no serious defects or external damages at the initial moment. The femoral cannula catheter was stored in normal or condition. As routine procedure, the perfusionist prepare it and inspection was good. The patient did no suffer any injury or adverse event. The operation was successfully finished and the patient was discharged. The device was noted as to be unavailable for return due to infection. Report of cracked cannula connector end was confirmed through image evaluation.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.